Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they loaded a new lot of a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) reagent on board the cobas 6000 c (501) module - c501 on (B)(6) 2017. The new reagent lot was calibrated and calibration was acceptable. The customer did observe a low shift in their quality control values, so they adjusted their control range thinking that the observed shift was due to a matrix effect of the control material. The controls remained in range after the adjustment. On (B)(6) 2017, a physician complained that she had her own sample tested for hba1c and the result was lower than expected based on her glucose values. The test was repeated on that sample and a comparable result was received. The customer observed that calibration signals on (B)(6) 2017 were different from previous calibrations. The customer then removed the reagent cassette on (B)(6) 2017 and loaded a new reagent cassette. They calibrated the new cassette and noted that the calibration factor shifted lower. The calibration signals were similar to those from prior to (B)(6) 2017. Quality control recovery also shifted higher and were back to the same level as they were prior to the control range adjustment. The customer pulled an unspecified number of patient samples initially tested from (B)(6) 2017 and repeated these. The repeat results were higher for all samples. The customer issued a total of 27 corrected reports. Of the affected patient samples, the customer provided data for 6 samples that had questionable hba1c results. Of these six samples, five had erroneous initial results that were reported outside of the laboratory. The repeat results were believed to be correct. (B)(6). No adverse events were alleged to have occurred with the patients. The c501 analyzer serial (B)(4). The customer stated that they have no further issues and considers the issue resolved by re-calibration of the hba1c reagent. The complained reagent lot is performing within specifications.

Manufacturer narrative:
The issue is likely related to user handling.